Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. Ref: (B)(4).

Event description:
Report received from USA stating that the device leaks oil. The device was being used during surgery. No patient or user injury. There was no additional information provided.